Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the device for evaluation. An evaluation was completed on the returned device on (B)(6) 2022. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the authorization form for examination of the device. As such the product evaluation lab could analyze the device. Therefore, there are more details surround the device evaluation. An complete evaluation was completed on the returned device on (B)(6) 2022. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a breast augmentation revision surgery with implantation of a 430cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with the results of the procedure and unhappy with having mesh added during the procedure. Due to the dissatisfaction, they visited a healthcare professional and mammogram imaging was conducted. The healthcare professional observed tiny little poke holes believed to have occurred during implant placement and diagnosed the patient with bilateral rupturing of the breast prostheses. As a result, the patient underwent removal on (B)(6) 2021. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-13901 for the contralateral event.